Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture occurred. The lesion location was not specified. The choice 300 es j wire fractured, and a portion of the guide wire was unable to be removed from the pt. Therefore, the physician stented over the fractured portion of the guide wire. No pt injuries or complications were reported. Pt status is listed as "fine". Further info has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.